Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to the internal li-ion battery not being present. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's internal battery to address the error code. Additionally, a ventilator service required reminder error code was found in the device's error log. It is noted that the device powered on and operated as it should. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.